Event description:
The customer's parent reported via phone call that the customer's insulin pump was severely damaged. The parent stated the insulin pump was ran over. The customer's blood glucose was 280 mg/dl at the time of incident. The parent stated the insulin pump was crushed. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had a cracked and bleeding lcd glass, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and dog chew marks around insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.